Manufacturer narrative:
Sections with additional information as of 02-aug-2024: h10: test strips were returned - test strips are expired, unable to test. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-012: product expired.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 339, 250, 252, 383 and 381 mg/dl. The customer¿s expected am fasting blood glucose test result range is 140-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). Customer's test strips are expired: test strip lot manufacturer¿s expiration date is 10/31/2023 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 339 mg/dl, date:on (B)(6)2024 , time: 6:26am fasting, result 2: 250 mg/dl, date: on (B)(6) 2024 , time: 7:54am fasting , result 3: 252 mg/dl, date on (B)(6) 2024 , time: 7:42am fasting , result 4: 383 mg/dl , date: on (B)(6) 2024 , time: 7:35am fasting , result 5: 381 mg/dl , date: on (B)(6) 2024 , time: 5:29am fasting.